Event description:
It was reported that the device was found to be in backup vvi mode and capture anomaly was also noted. The device was explanted and replaced.

Manufacturer narrative:
The reported field events of backup vvi and capture anomaly were confirmed in the laboratory. The backup vvi was due to a power-on reset. The cause of the power-on reset and capture anomaly was premature battery depletion. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.